Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported an eri (elective replacement indicator) on the left side device. The patient was informed by health care provider (hcp) that the batteries should last another year. A dissatisfaction of ins (implantable neurostimulator) longevity was noted. It was indicated that the patient woke up and felt like he was shrinking. This occurred on the same day the patient noticed eri which was (B)(6) 2016. The patient had an appointment with hcp on (B)(6) 2016. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders.